Event description:
The customer reported that an mp70 monitor fell off its mount but did not hit the floor. The cables that were attached to the monitor prevented it from hitting the floor. There was no report of any pt or user harm.

Manufacturer narrative:
(B)(4). The customer reported that an mp70 monitor fell off its mount but did not hit the floor. The cables that were attached to the monitor prevented it from hitting the floor. There was no report of any pt or user harm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.